Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer received an overheating message. The programmer was continued in use and the error did not recur. The programmer remains in use. No patient complications have been reported as a result of this event.